Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-16088. Related manufacturer report number: 2017865-2019-16275. It was reported that the patient presented in clinic for a post implant follow-up device check. Upon interrogation, it was noted that the right atrial (ra) lead exhibited decreased p-wave and loss of capture. A chest x-ray was performed and showed that the atrial lead was dislodged and the right ventricular (rv) lead was slightly pulled back. On (B)(6) 2019, it was noted on the chest x-ray that the implantable cardiac defibrillator had migrated lower in the pocket and the rv lead had pulled back further. Upon opening the pocket, it was noted that the suture sleeve holding the device was broken. During procedure, a nick was noted on the ra lead and the rv lead's helix would not extend after re-implant, so physician elected to use new leads to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece and was measured to be 46.1 cm. Analysis was normal. No anomalies were found.